Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited noise and undefined high pace/sense impedance. The rv lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: ddbc3d1, ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high pace/sense impedance and had high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.